Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shaft of a screw broke on insertion. The screw was removed and replaced with another. There was no reported patient harm.

Manufacturer narrative:
Device evaluation: product was not returned. However, photos were provided. The screw is seen to have fractured in the photos. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion or due to the very hard bone of the patient as described by the surgeon. DHR review and related actions: the DHR was unable to be reviewed since the lot number is unknown. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shaft of a screw broke on insertion. The screw was removed and replaced with another. There was no reported patient harm.